Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g362 was conducted. This lot met all release requirements. A review of kit lot g362 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a tubing leak during the treatment procedure. The customer stated that approximately 1113 mls of whole blood was processed at the time the leak occurred. The customer noted that there was plasma under the pump tubing organizer (pto) and the tubing on the recirculation pump had split open. Customer states that the treatment was aborted and the patient was stable.

Manufacturer narrative:
Kit lot g362 was reviewed. There was one non-conformance related to the complaint. This lot met all release requirements. A review of kit lot g362 shows no trends. The complaint kit and smartcard were returned for investigation. A review of the data recorded on the returned smartcard shows that prime was completed and blood collection had started. The treatment proceeded until the operator aborted the treatment after 1113 ml of whole blood was processed. The returned kit was examined and verifies that the recirculation pump tubing segment was intact and disconnected from the t-connector. The outer diameter of the disconnected tubing was inspected and determined to be within specification. The intact tubing indicates that the bond joint was weak. The investigation determined the root cause of the pto leak was most likely manufacturing operator error due to insufficient solvent during the tube bonding process. Retraining has been completed for manufacturing operators who perform this operation. No further action is required at this time. This investigation is now complete. Correction: this case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. Mc (B)(4). S.d.a. 04/01/2019.